Event description:
Monitor noted to have visual alarm but no audible alarm. Alarm read extreme bradycardia, heart rate 29. Rn entered room to find pt unresponsive and pulseless. CPR initiated. Co has had problems with alarm volume at central and is going to change connectors on the speakers. This may have led to the problem described, heart rate correct, sector backlit, but no audible alarms. When simulating arrhythmia condition with electric simulator, central monitor correctly identifies arrhythmias visually, but audio alarms were not audible when set at mid-range volume. Test performed approx 1 wk after incident. Pt died 10/27/95. Terminal wean due to brain death. Pt was very ill prior to event.